Manufacturer narrative:
Updated data: b5. Corrected data: h8 - corrected from blank to initial. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no misload was observed during loading. During the deployment of the first valve, as the infold was observed hypotension was also noted. After the valve was recaptured, the blood pressure returned. Per the physician, the patient's type 0 bicuspid valve, severe calcification and severe aortic stenosis contributed to the valve infold. A procedural delay resulted from the valve infold. After surgical conversion (sternotomy and cardiac arrest), the native aortic leaflet was not observed falling into the left ventricle as it was presumed that it may have been pushed during insertion of the second valve.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013068052); product type: 0195-heart valves; h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a catheter was placed to allow for simultaneous pressure measurement intraoperatively. A pre-implant balloon aortic valvuloplasty (bav) was then completed with a non-medtronic 22-millimeter (mm) balloon. The delivery catheter system (dcs) was then inserted into the patient's body, and the valve was partially deployed. However, during deployment it was noted that the valve was positioned 5 mm too deep in relation to the aortic annulus. Subsequently, the valve was recaptured, and two additional deployment attempts were made with recurrent recaptures due to the valve being positioned too shallow in relation to the aortic annulus. On the fourth deployment attempt, with the valve positioned at approximately 3 mm, an infold was observed. At this point in the procedure, hypotension was additionally noted. In response, the valve was recaptured and the dcs was withdrawn from the patient's body. A new valve was then prepared and loaded into the dcs. The dcs was then inserted into the patient's body, and the valve was deployed to the point of no recapture (ponr) at a position of 0 - 1 mm from the aortic a nnulus. During deployment it was noted that the valve had under expanded. Subsequently, the valve was recaptured and partially deployed two more times with recurrent recaptures due to valve under expansion. It was then noted via angiography that the appearance of the native aortic valve leaflet calcification had changed. Further examination via echocardiogram then revealed that part of the native leaflet had been potentially pushed into the left ventricular side of the aortic valve. The attending physicians then decided to convert the case to a surgical aortic valve replacement, and a medtronic 23 mm surgical valve was implanted. During the surgical procedure it was confirmed that part of one of the native aortic valve leaflets had been pushed into the patient¿s left ventricular side of the valve.